Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to this issue. The malfunction caused the customer¿s blood glucose level to exceed 500 mg/dl, as the specific value was displayed as "high." To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Tandem's technical support planned to replace the malfunctioning pump, provided the customer with storage mode instructions, and sent a replacement pump with a signature required for delivery. The customer was advised on the steps needed upon receiving the replacement and instructed to return the problematic pump within 10 days.